Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that an associated battery caught fire and melted in the device. The complainant indicated the batteries used were not recommended in the device labeling. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the customer provided pictures of the device. Evaluation of the pictures found that the customer was using batteries not approved by zoll to be used with the device. This claim has been closed as user error. No trend is associated with reports of this type.